Event description:
It was reported that the customer was hospitalized for hyperglycemia with blood glucose levels between 500 and 600 mg/dl. Prior to the hospitalization, the customer had been at an outdoor event for most of the day. When the customer checked his blood glucose levels, they were high. The customer's mother gave him a manual injection, but the blood glucose levels remained elevated. Troubleshooting was performed, and the insulin pump was programmed correctly. The mother stated that the cannulas are often bent when removed. The insulin pump passed the prime test, but the mother didn't have the tubing clamp for the high pressure test. The insulin pump was replaced as the mother was also calling to upgrade the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.